Manufacturer narrative:
Corrected data: e2 (¿no¿ was selected in error on the initial report), e3 (¿other health care professional¿ was inadvertently omitted on the initial report), & g2 (health professional was inadvertently unselected on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of moisture inside the connector lens could not be identified. However, it¿s likely the cause is related to flooding occurring from a cracked part of the lens during reprocessing because lens at connector tip was cracked. The event can be prevented by following the instructions for use which state: ¿do not strike the camera head. The camera head may be damaged. ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: video scope connector len was cracked, moisture inside video scope connector lens and a missing label on rear cover. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head optical connecting part was cracked. The issue was found during assembling the tray and inspecting the instrument. There were no reports of patient harm.